Event description:
It was identified internally during quality control testing of primer mix pmr014g that the following alleles were incorrectly listed as positive lanes on customer kit documentation: drb1 11:09/87/113, drb1 11:83, drb1 13:05:01/05:02/06/42/136, drb1 13:26:02, and drb1 13:56. The laboratory customer would see a false negative according to their documentation in the presence of any of the above listed rare alleles, therefore, there may be a delay in pt treatment due to a potential retest or further analysis using a different hla typing method. Complaint # (B)(4).

Manufacturer narrative:
The incorrect reactivity of primer mix pmr014g with drb1 11:09 and like alleles was a result of the migration of primer mix data score, (the legacy software program used in development) that occurred in 2008. In score the reactivity was assigned at the primer mix level. This means the pattern was rejected at the mix level and not at the primer level as currently is done in hos. The pattern carries over to the next mix design as it is designed to do in hos. During mix design for pmr014g when the mix was duplicated in hos the assignment was retained correctly. The primers used in the mix were changed during design with primer 3 'r209a2 (the primer responsible for drb1 11:09) being removed at one point and then put back into the design. Because the pattern wasn't rejected at the primer level for this primer the linkage to the mix pattern was broken and thus reactivity was incorrectly assigned for this primer mix. This issue prompted recall 005-2013. A health hazard evaluation was performed, dmr0000544. Customer notifications and field safety notices #'s are: dmr0000543 and dmr0000542.